Event description:
A customer in (B)(6) notified biomerieux of discrepant results associated with vitek®2 gn test kit (reference 21341). The customer reported over that last two (2) months of having a few issues with vitek®2 giving the wrong identification for shigella spp when using gram negative card. Vitek®2 identified shigella sonnei 92% but api20e identification was e.coli 89.1% and icpmr result excluded shigella spp. Results were released to the clinician as shigella. Three (3) weeks later, the clinician was told by the customer that results were e.coli. It is unknown if the patient was treated but the customer reported knowing the patient was considered in the high risk group for shigella. An internal biomérieux investigation will be initiated.

Manufacturer narrative:
A customer in (B)(6) reported discrepant results for shigella spp when using the vitek®2 gn test kit (reference 21341). The customer submitted a gram negative isolate for vitek 2 evaluation. An investigation was performed. Lab reports giving an identification of shigella have an analysis message of "confirm by serological tests. The organism was submitted to icpmr, which identified it as "not shigella". Additionally, api 20 e was performed, which gave an acceptable ID of e. Coli. Troubleshooting at the lab site showed contaminated saline, overdue maintenance, and expired densichek calibration kits. After these various issues were resolved, the organism still misidentified as escherichia hermannii on multiple gn card runs. The organism was subbed and tested in duplicate on two of the three gn card lots used by the customer (the third lot had expired). The organism was also tested in duplicate on a random gn card lot. Api 20 e and vitek ms were also performed. A total of six gn cards were tested. On two cards, a good ID (91%) of e. Hermannii was obtained. On two cards, a low discrimination call of e. Coli/s. Sonnei/y. Ruckeri was obtained. On two cards, a low discrimination call of e. Coli/s. Sonnei was obtained. On cards giving low discrimination calls, the analysis message "confirm by serological tests" is given. Api 20 e gave an acceptable ID (93.8%) of e. Coli. Vitek ms also gave an identification of e. Coli with a 99.9% confidence value. A comparison of card reaction results for the two cards giving an e. Hermannii call against expected reaction results for e. Coli revealed six atypical negative reactions (bgal, dsor, agal, phos, ldc, bgur) which led to the incorrect result. An increased number of atypical negative results can indicate a strain with decreased viability, user set up error or an atypical strain. For the four cards giving low discrimination results, "e. Coli" is listed as a possible identification, therefore, these four cards are performing as expected. However, since the misidentification as e. Hermannii was duplicated on two of the six gn cards tested, this is an atypical strain. The investigation concluded the submitted isolate has an atypical biochemical profile.